Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2014 it was reported that in the patient's humapen memoir the numbers were not readable in the lower region of the display. The humapen memoir was associated with product complaint (B)(4)/ lot 1401c01. The user and the user's training status were not provided. The duration of use was approximately four months. Return status of the pen was not provided.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements . Please refer to update statement dated 24dec2014. No further follow up is planned. Evaluation summary a pharmacist reported that the numbers on the display on the patient's humapen memoir device "'were not readable in the lower region of the display." Investigation of the returned device (batch (B)(4), manufactured january 2014) confirmed missing segments in the dose, date and time display due to damaged conductor within the lcd interconnect cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. A house sample review of the batch was completed and no issues regarding missing segments in the display were observed. A batch record review confirmed that the batch had no indication of an issue with missing segments in the dose numbers or the date/time. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action - an improvement was implemented to add a visual inspection for the lcd cable loop position for station 12 and reject any cables which appear to be looped under the lcd glass. The new control was added beginning with batch (B)(4) (manufactured april 2014). There have only been 2 reports for this particular failure mode on this batch. Due to its rare occurrence and adequate warnings in the user manual, no additional corrective action is planned at this time. This humapen memoir device was manufactured prior to the implemented corrective action. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4) this device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2014 it was reported that in the patient's humapen memoir the numbers were not readable in the lower region of the display. The humapen memoir was associated with product (B)(6)/ lot 1401c01. The user and the user's training status were not provided. The duration of use was approximately four months. The device was returned on 05nov2014. Update 24dec2014: additional information received on 23dec2014 from the global product complaint database added the device specific safety summary, return date of the device, and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.